Event description:
It was reported that a patient underwent a hernia repair procedure about four months ago and mesh was implanted. Recently, the patient presented to the emergency room with abdominal pain. A scan was performed and noted an infection located on top of the mesh. An unknown type of drain was placed in the patient. The patient is still in the hospital. Next steps in the patient's care is unknown at this time. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.